Manufacturer narrative:
Tandem quality engineer evaluated pump data.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. User error: accessories for charging from wall outlets, as well as from a computer usb port, are included with the pump. Use only the accessories provided to charge your pump. If you lose any of the accessories, or need a replacement, contact customer technical support.

Event description:
It was reported that the battery was intermittently fluctuating resulting in an unexpected shutdown. At the time of the event, the customer was using non-tandem charging supplies; issue was resolved once customer used the correct charging supplies. Customer's blood glucose level was not impacted.